Manufacturer narrative:
A complete lead was received with the helix retracted and clogged with blood and tissue. Visual inspection was performed and the outer insulation was twisted and the lead was bent. The noted damage was consistent with twiddler's syndrome. Electrical testing was performed and there was no indication of conductor fractures or internal shorts. Other damage found was consistent with that occurring at the time of explant. No other anomalies were noted.

Event description:
Related manufacturer reference: 2938836-2017-23352. During follow up, there was no capture on the leads. Twiddler's syndrome was confirmed. The leads were explanted and replaced and the patient is in stable condition.